Manufacturer narrative:
Patient was placed on a different ventilator.

Event description:
Customer reported that the unit has an error code message of data acquisition (da) pcba adc failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Patient/user involvement:

Event description:
Customer reported that the unit has an error code message of data acquisition (da) pcba adc failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.